Event description:
During a l.a.d.g. Procedure, brand new product was used. There was a solid tone during use. But blade error occurred. Another device was used to complete the case. There was no adverse consequence to the pt.